Event description:
A malfunction in the pump was reported by the customer, with the specific malfunction code of malf 16. There is no information available regarding the impact on the customer¿s blood glucose level as it was unknown or declined to answer. Tandem technical support provided guidance on resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was also advised to use multiple daily injections (mdi) as a backup insulin delivery method. Upon receiving instructions, the customer understood how to prepare the defective pump for return and acknowledged the procedure to follow with the pre-paid return label.